Manufacturer narrative:
One 8f swartz introducer and one 8f transseptal dilator were received for eval. The introducer was tested for leaks using pressure and submerging the introducer in water; a leak was detected at the valve. Aspiration was also detected through the side port. The hemostasis cap was removed and the ultimum seal was examined which revealed no anomalies with the manufactured slit. However, there was an abnormal tear in the side of the seal which caused the leak. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical / procedural factors. The appropriate st. Jude medical personnel have been notified of this event.

Event description:
It was reported there was a leak in the hemostasis valve and blood returned during the procedure. A brk needle and stylet were placed inside the sheath / dilator with the valve in the "off" position. The stylet was removed and the needle was advanced to the tip of the dilator. A syringe was attached to the hub to aspirate and a leak was noted. A substitute device was used to continue the procedure. The pt was not affected and the operation was completed successfully. Add'l info was requested and is not available.